Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. PMA/510(k)#: k980987, k151766. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no.: 309657, batch no.: unknown. It was reported that the customer was unable to draw insulin from the insulin vial because of resistance. Description of issue: contact reported customer was unable to draw insulin from the insulin vial because of resistance. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: 3 ml syringe ¿ 309657. Product lot number: customer does not have. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: contact reported customer changed out syringe with a new one to draw insulin from the vial successfully, but request replacement. Cts to send replacements. Note: product category = needle/syringe issue.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: unknown. It was reported that the customer was unable to draw insulin from the insulin vial because of resistance. Description of issue: contact reported customer was unable to draw insulin from the insulin vial because of resistance. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step number of occurrences: 1. Item number: 3 ml syringe: 309657. Product lot number: customer does not have . For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: contact reported customer changed out syringe with a new one to draw insulin from the vial successfully, but request replacement. Cts to send replacements. Note: product category = needle/syringe issue.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. H3 other text: see section h.10.